Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was in 92-102 mg/dl range. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.